Manufacturer narrative:
An internal investigation has been performed and is presented in this section. Analysis of device history records: copan checked the internal records related to the manufacturing and controls before the release on the market of the reported product 503cs01, lot number y7fq00 (121000 pieces). No anomalies have been found. This is the first event received on this lot. The involved device was not returned to copan for evaluation. Mechanical swab shaft bending tests have been performed on the retained samples of the reported lot on the point where the breakage occurred, in order to test shaft resistance to breakage. All the swabs subjected to the bending tests gave conforming results. The internal investigation could not confirm any malfunction or defect in the device lot associated with this incident. (B)(4). Considering that the internal investigation could not confirm any malfunctions/defects in the device lot associated with this incident, that to our knowledge no event has led to serious medical consequences so far in similar circumstances (breakage of the swab during collection) and that the incidence rate is very rare, no corrective actions is planned at this time. An ongoing improvement on the product in order to reduce the already very low incidence rate of swab breakage is opened. Copan will continue to monitor products for similar events.

Event description:
On (B)(6) 2016 copan received an email from its distributor saying that they received a notification from (B)(6) hospital were a product broke during sampling and that the patient was sent to the ear nose and throat emergency room to remove the tip of the swab. On (B)(6) 2016 copan sent a questionnaire to the distributor in order to acquire more information. On (B)(6) 2016 copan received the questionnaire filled in. According to information received a nasopharyngeal sampling was taken from a male patient, aged (B)(6), with a flocked swab, code 503cs01. Patient was sedated during collection. During sampling the swab broke at the first diameter change and the broken piece remained in patient's nasal cavity. An otorhinolaryngologist intervened in order to retrieve the broken piece of the swab; after recovery the piece was wasted. Patient was not awake during the all process and no injuries were reported.